Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins moved around a little bit after the revision surgery ((B)(6) 2014). The patient noted that the device does not move around as much now, and that they do not intend to follow-up with their healthcare provider (hcp) for this issue. No further complications were anticipated/reported.